Manufacturer narrative:
Date of report: 03dec2018. Date of manufacturer: 19nov2018. The manufacturer¿s international service technician confirmed the reported issue. The customer stated no further help was needed as he has an on site biomedical engineer that will work on the unit. After numerous attempts to obtain information on the repair of this device (see communication notes), this complaint is being closed. The part was not returned to failure investigation (fi) therefore, the root cause cannot be determined. If further information is obtained, this complaint will be reopened.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 23oct2018. A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported battery failure. The device was not in use at the time of the reported event; therefore, there was no patient involvement. The event date was not specified; estimate used.